Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for the dilation; however, upon inflation the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.